Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine leiomyoma ("10 fibroids") and experienced cervical cyst ("cervix was full of cysts") and adenomyosis ("had adenomyosis"). The patient was treated with surgery. Essure was removed on (B)(6) 2021. The reporter considered adenomyosis, cervical cyst, medical device removal and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine leiomyoma ("10 fibroids") and experienced cervical cyst ("cervix was full of cysts"), adenomyosis ("had adenomyosis") and pelvic adhesions ("ovaries were stuck to tubes/adhesive disease"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. The reporter considered adenomyosis, cervical cyst, medical device removal, pelvic adhesions and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jun-2022: pif received. Event: ovaries were stuck to tube/adhesive disease was added. Surgery information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine leiomyoma ("10 fibroids") and experienced cervical cyst ("cervix was full of cysts") and adenomyosis ("had adenomyosis"). The patient was treated with surgery. Essure was removed on (B)(6) 2021. The reporter considered adenomyosis, cervical cyst, medical device removal and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-may-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gravida I, uterus enlarged, leiomyoma, dysmenorrhea, dysfunctional uterine bleeding and abnormal uterine bleeding. The patient is in a monogamous relationship. Lmp: (B)(6) 2021. Recalcitrant to rx. She has foreign bodies within uterus likely contributing she feels that her pelvic floor is weak and anytime she tries to exercise everything seems to feel swollen. On (B)(6) 2012, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), cervical cyst ("cervix was full of cysts"), adenomyosis ("had adenomyosis") and ovarian adhesion ("ovaries were stuck to tubes/adhesive disease") and was found to have uterine leiomyoma ("10 fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, cervical cyst, ovarian adhesion, pelvic pain and uterine leiomyoma to be related to essure administration. The reporter commented: postop diagnoses: saa. Discrepancy noted: essure placed in 2013. Pelvic prolapse and urinary incontinence. She says it is taking her a long time to recover from surgery. (B)(6) 2022: on pelvic exam , the external genitalia are normal. There is a very small benign-appearing skin tag on the left labia minora. Have a little bit of prolapse under the bladder and over the rectum. Have a very weak pelvic floor. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: uterus and bilateral fallopian tubes, excision:- cervix benign ectocervical mucosa and benign endocervical glands with squamous metaplasia; endometrium; benign endometrial tissue; negative for hyperplasia and malignancy; myometrium; leiomyomata; adenomyosis; serosa; no diagnostic alteration; bilateral fallopian tubes; benign paratubal cysts. Within proximal ends of each fallopian tube is a gray metallic coil (one in each tube) consistent with an essure coil. The coil at right tube is partially exposed at proximal end. The coil at left fallopian tube is completely contained. The coils do not appear to enter into cornua or uterine body. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 15-nov-2022: medical records received. Reporters added. Event medical device removal was replaced with pelvic pain female. Pathology test added. Medical history added. Reporter causality comment added. Outcome for event pelvic pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.